Event description:
As reported, approximately seven years post initial right tka, the 75 y/o male patient had a revision due to poly wear. Patient was revised to a crc liner. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain images or x-rays. The device is not available for evaluation due to the device was disposed by the hospital. No further information provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.".

Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h2, h3 and h6 have been updated accordingly. The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. The most probable root cause for the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.